Manufacturer narrative:
The correct analysis results are now attached. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, hm alerted to out of range impedances. Impedances were over 3000 ohms, but were back in range on (B)(6) 2019. During in clinic visit, lead exhibited noise, which was reproducible with pocket manipulation. Due to health concerns, no lead revision is planned. No adverse patient events were reported. Should additional information become available, this file will be updated.